Event description:
It was reported that the device was in use for infusion of veletri. The reporter stated the device leaked during infusion at the filter area. No adverse effects to patient reported. .

Manufacturer narrative:
Evaluation results: photographic examination was performed on two photographs that were provided by the customer. The investigator was able to observe a leak fleeing from the air vent of the filter. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. No root cause could be established since the complaint was not confirmed. No testing or thorough inspection could be performed because no samples were provided for evaluation.